Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl and 416mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device calibrated properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. The motor was tested outside of device and passed. (B)(4).